Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with unspecified mentor saline implants and experienced a deflation on the right side post-operatively. As a result, the patient underwent removal and replacement with mentor smooth round moderate plus profile, catalog# 3502700, serial# (B)(4) (right), serial# 7714083-020 (left) on (B)(6) 2019.

Manufacturer narrative:
Device evaluation summary: during analysis of the sample a tear was found on the anterior view, located in between the shell and the valve. Microscopic evaluation was performed and no indications was found. No other anomalies were observed. Deflation is a known complication associated with mentor mammary prostheses. Possible causes of deflation of saline-filled implants include but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).